Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited error message. No changes or interventions were reported. The patient condition was not known.